Event description:
The pt experienced sudden paraplegia in her legs in the morning. She contacted her physician and the pump was programmed to "pump stopped"; the drug was aspirated from the reservoir. A CT scan was done and showed a kind of granuloma at the catheter tip. Because it was not clear what it was, the pump was filled again with drug and programmed with the previous drug infusion to avoid underlying symptoms. The pt went home, but was still having paraplegia problems. During the day, the paraplegia increased and incontinence started, so the son of the pt decided to bring her to the univ as an emergency case. The pump and catheter were explanted. The pt felt better after the explant and further therapy was ongoing. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
.